Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending artery. The reference vessel diameter was 3mm and the lesion length was 32mm. Pre-procedure was 80% stenosis and post-procedure was 5% stenosis. A 3.0x32mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. At 4 days later, the patient had unstable angina type iiib. Medication included asa and clopidogrel. The patient experience sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device unavailable for analysis.